Event description:
The pt received 2 blisters on the lower back during an electrotherapy treatment. The clinician applied the interferential treatment at intensity of 48. The pt completed the treatment. Upon completion the clinician examined the treatment area and noted four red marks in the area under each of the four treatment electrodes. Two of the areas turned to blisters. The pt did receive first aide for the blisters.

Manufacturer narrative:
Pending device evaluation. The final results will be reported by MDR.